Event description:
Additional information received indicated the right atrial lead was capped and replaced to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, noise that resulted in oversensing and automatic mode switching was noted on the right atrial (ra) lead. Diagnostic imaging was performed and revealed a kink in the ra lead. No intervention has been performed at this time. The patient is stable and will continued to be monitored.